Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's blood glucose was 597 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose by bolus. The customer's spouse stated that they were lethargic. The customer's spouse stated that they found that they received an auto off alarm. The customer's spouse was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.